Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 3x20mm, eccentric, de novo with a significant bend of > 45 and < 90 degree bend was located in the "mildy" tortuous and non-calcified mid left anterior descending artery. Following pre-dilatation, a 2.75 x 38 synergy ii drug-eluting stent was deployed to treat the lesion. However, the physician observed a dissection on the proximal side of the stent. Another stent was used for treatment. No further patient complications were reported and the patients status was stable.